Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On 08 july 2025, senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. The patient observed measurement deviations between cgm and blood glucose (bg) and provided the below examples. Date time sg value bg value a. On (B)(6) 2025, 10:53am cet, 274 mg/dl, 144 mg/dl. B. On (B)(6) 2025, 02:28pm cet, 399 mg/dl, 181 mg/dl. C. On (B)(6) 2025, 01:28am cet, 42 mg/dl, 88 mg/dl. D. On (B)(6) 2025, 01:28pm cet, 57 mg/dl, 143 mg/dl. The issue was escalated to next level support who reviewed the system performance in data management system (dms) and authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
On 08-jul-2025, the user informed senseonics that the cgm displayed results differing from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation, and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the time this complaint was closed.a review of the in-vivo raw sensor data showed optical instability during the period of the reported inaccuracies. On 10-jul-2025, the user reported an infection at the insertion site, which likely contributed to the observed optical instability and subsequent measurement inaccuracies. B4.date of this report 06 oct 2025. G3.date received by the manufacturer? 06 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4114,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4310.